Event description:
It was reported that coring occurred while using the bd phaseal¿ injector luer lock n35j, leading to leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: during preparation of the anticancer agent velcade using p14j and n35j connected to a syringe, coring and leakage occurred.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that coring occurred while using the bd phaseal¿ injector luer lock n35j, leading to leakage. The following information was provided by the initial reporter, translated from japanese to english: during preparation of the anticancer agent velcade using p14j and n35j connected to a syringe, coring and leakage occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 11-sep-2022. Investigation summary: one protector attached to a vial along with the injector connected to a syringe was provided to our quality team for investigation. The product was visually inspected, no defects or damage was observed on the cannula or membrane of either the protector or injector. It was noted the vial stopper appeared damaged, indicating it may have been punctured multiple times. During our evaluation, a black particle was observed. Characterization testing was requested but could not be performed at this time, therefore the composition and origin of the particle could not be determined. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. A device history review was performed for protector lot 2109118 and injector lot 2105004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Unfortunately, leakage testing was not completed during the initial evaluation of the devices, therefore, we could not properly investigate the leakage that was reported. Based on the available information, we are not able to identify a definitive root cause at this time.